Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee arthroplasty procedure, two blades broke. It was also reported that the first blade that broke was a reprocessed blade and the surgeon removed the fragment from the patient. It was further reported that the second blade broke at the cutting end, an x-ray was taken which confirmed the fragment was not in the patient¿s body. It was also reported there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully. This report is for the second blade that broke.

Manufacturer narrative:
Investigation results indicate the markings on the mount of the blade suggest that the hand piece was pulled backwards while the blade was in use. The rounding of the teeth would suggest that the blade came into contact with metal while cutting. Aggressive cutting, as depicted by the markings on the mount coupled with the indentation markings along the edge of the blade and also the rounding of the teeth, can cause the blade to break. The IFU for handpieces associated with the device contain the following warning "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity" the ifus for handpieces associated with this device also state that the blade and associated handpiece are "intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures."

Event description:
It was reported that during a total knee arthroplasty procedure, two blades broke. It was also reported that the first blade that broke was a reprocessed blade and the surgeon removed the fragment from the patient. It was further reported that the second blade broke at the cutting end, an x-ray was taken which confirmed the fragment was not in the patient¿s body. It was also reported there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully. This report is for the second blade that broke.